Event description:
Boston scientific received information that this patient expereinced a syncopal event and was informed his heart rate was 30bpm. Pacing impedance with this right ventricular (rv) lead was less than 200 ohms in unipolar configuration. A revision procedure was performed and the lead was removed from service and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.